Event description:
During the index procedure, the physician used three in.pact admiral paclitaxel-eluting stents in the sfa vessel of the left leg. It is reported the devices were successful. Approximately 17.5 months post index procedure, the patient was hospitalized due to instent stenosis (100%) of the left sfa. The left sfa was treated one month later with an admiral pta balloon, an in.pact admiral and rotarex thrombectomy. Investigator indicated that the reported event was not related to the study device, procedure or drug. Patient is reported to have recovered.

Event description:
(B)(4) has adjudicated that the reported event was related to the device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (restenosis). Evaluation conclusion: known inherent risk of procedure (restenosis). (B)(4).